Event description:
The customer reported having issues with placing the reservoir in and getting a motor error alarm. The caller stated that he dropped the device on the tile, and the back of the pump was damage and came off. The customer stated that he pushed back the reservoir multiple times. The blood glucose reading was 440mg/dl. Troubleshooting was performed, and the side of the pump has also cracks. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with cracked end cap and bleeding lcd glass.